Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0ebr4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported seeing a power on reset message on her patient programmer. The patient had a revision done the day on (B)(6) 2015 thus, medical exposure involved. The device was revised because the implantable neurostimulator did not lay flat or "did not do something" or did not go in the way they wanted it to. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.